Event description:
It is reported that a customer has issues with their sensor. The patient had trouble placing the sensor in the correct area of the body. The customer was provided with the correct insertion technique. The patient's blood glucose was at 250 mg/dl. The customer was also advised not to throw the broken sensors away so they could send them back for analysis the next time they had issues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.